Event description:
It was reported that bd insyte autoguard catheter broke. The following information was provided by the initial reporter, translated from french to english: the catheter broke on insertion after entering the vein, and the patient felt a sharp pain. For further information, after this happened again with a student (in my presence), we test the catheter to ensure that it works properly before insertion. Could this have anything to do with it? But we do it every time we use a kt. On 3/24/2025: could you indicate the date the event occurred (for the rupture of the catheter)? On 06/01/2025. In addition, you mentioned that you tested the catheter again with a student (in your presence). Was there a flaw? If yes, please provide a description of the defect and the date the event occurred. The systematic testing of this catheter reference was set up following the event of the same type on 10/6/2024, which was reported by (B)(6): (B)(4). When the catheter ruptured, did any part remain in the patient? If so, how was it removed? (*not answered).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381834 and lot number 4261250. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.